Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). About 5 years have passed since the device was delivered, so omsc concluded that the video connector socket may have deteriorated and failed due to the user's excessive force on the video connector socket to connect or disconnect. In addition, when the device is used frequently, the video connector socket may have failed due to wear from repeated use. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; -the video connector socket was damaged but could be connected. This failure may have been caused by excessive stress on the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device did not work when olympus 190 series rigid videoscopes or flexible cystoscopes were connected. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that scope detection did not work due to contact failure between the endoscope and the video connector socket because the pins inside the video connector socket were bent.